Event description:
Patient said they have had 2 cardiac pacemakers, the first was from st jude and had gone off before they replaced it. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).